Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the device was not able to fire. The green button was pressed however the handle could no be squeezed.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a video assisted thoracoscopic procedure, the device was no able to fire. The green button was pressed however the handle could no be squeezed. The device was changed to resolve the issue. There was no patient injury.